Event description:
It was reported that non-sustained lead noise episodes were observed via merlin.net. A decrease in sensing was also noted. Oversensing was reproduced in-clinic and was determined to be due to myopotentials. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.